Event description:
The explanted lead was received on 01/06/2016. Analysis identified slice marks on the outer tubing, which most likely provided the leakage path for the dried remnants of what appeared to have been body fluids inside the outer silicone tubing. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No other obvious anomalies were noted except for the set of setscrew marks found near the end of the connector pin indicating the lead had not been fully inserted into the cavity of the generator at one time. However, it is known that the lead was not fully inserted into the generator during the initial implant surgery and was re-inserted, which was previously reported in MFR. Report #1644487-2011-03124. This most likely accounts for the setscrew marks that suggested the lead was not fully inserted into the generator. Additional setscrew marks found on the connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portion were performed, during the visual analysis, and no discontinuities were identified. Note that since the electrode array section was not returned for analysis, an evaluation and resulting commentary could not be made on that portion of the lead. The company representative that attended the surgery verified that the lead pin was fully inserted into the generator when the high impedance was identified. Therefore, the most likely cause of the high impedance was due to a lead fracture in the electrode portion of the lead, which was not returned for analysis.

Event description:
The patient underwent lead revision surgery on (B)(6) 2015. Attempts made for the product return of the lead were unsuccessful.

Manufacturer narrative:
.

Event description:
It was reported fluid was observed by the surgeon in patient's leads during generator replacement surgery on (B)(6) 2015. Pre-op diagnostics showed 2547 ohms but the explanted generator was also mentioned to be pulse disabled due to battery depletion. During the surgery, high impedance was observed with the newly implanted device. The lead was not replaced and was planned to be revised at a future date. The lead is not believed to have been nicked during surgery. The pin insertion was checked and the pin was reported to be completely inserted. No known additional surgical interventions have occurred to date.